Event description:
This spontaneous case was received on (B)(6) 2013 from a physician and concerned a female pt of unk age. No medical history and concomitant medication were not reported. On an unk date, the pt was injected restylane l (cross-linked hyaluronic acid dermal filler lidocaine) into the top of the nlf (nasolabial folds). Pt had a vein inclusion and their nose and cheek turned purple. Injector was able to massage area and inject with hyaluronidase. The outcome and causality of the events were not reported. No additional info were reported at the time of this report. (B)(4).

Manufacturer narrative:
Pharmacovigilance_comment: (B)(4). The event vein inclusion with nose and cheek turning purple assessed as serious and possibly related.